Event description:
It was reported that usage of the leadless implantable pulse generator (ipg) lead to cardiac perforation and later to persistent pulseless electrical activity causing patient death.

Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5106450). If information is provided in the future, a supplemental report will be issued.